Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced acute hypotension and cardiac tamponade at the end of the implant procedure. The right ventricular (rv) lead was observed on radioscopy as dislodged from its original location and had pierced the endothelial wall. A pericardial drain was performed. The lead was repositioned and it remains in use. No further patient complications have been reported as a result of this event.